Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving dilaudid 5mg/ml at 0.24mg/day via an implantable pump. It was reported that the patient was getting a pump and catheter re-implanted today. The patient¿s previous pump and catheter were explanted due to an infection, date unknown. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.